Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right device migration, and patient expressed dissatisfaction with the implant size. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 700cc mentor memorygel breast implant and experienced right side device migration issue, and expressed dissatisfaction with the implant size postoperatively. As a result, the patient underwent unilateral right side explantation and replacement with catalog number 3505750bc; serial number (B)(4) on (B)(6) 2021.